Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported event could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age was not provided. Approximate age of device ¿ 53 days. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went into depression and stopped anticoagulation. The patient's inr was 1.3. Embolus in the gut was found. The patient expired on (B)(6) 2018. It was reported that the device was working as expected. No additional information was provided.